Manufacturer narrative:
The vessel sealer extend was returned and evaluated by the failure analysis (fa) team. The reported event with the instrument could not be replicated nor confirmed. Visual inspection found no damage. No damage was found to the wrist, jaw and main tube. The instrument was tested on an in-house system. The instrument passed engagement, recognition, initialization, cut and seal tests. The instrument moved intuitively with full range of motion in all directions. The instrument was rotated as expected. The grip tips opened and closed properly. Review of logs were unable to verify any failures. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend function did not articulate like the surgeon intended. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The instrument did move but did not move on its own. The instrument moved in the right direction. However, it did not articulate as much as the surgeon intended. There were no delays and no shakiness. Issue did occur with the surgeon's head inside the surgeon console, but surgeon did not remove their hands from the hand controls.